Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead, and it was not obstructed. There was blood on the distal conductor of the lead, and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted visual inspection found a cut from the outer insulation through the inner insulation at distance 29.3 cm and that allows blood ingress in lead, resulting the proximal and the distal conductor shorting each other. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the attempted right ventricular (rv) lead when connected to the attempted cardiac resynch ronization therapy pacemaker (crt-p). The physician noted that when the lead was placed in the device header, it did not feel correct. The lead was removed and a new lead was placed; however, the noise continued. The crt-p was then replaced and the oversensing resolved. The physician determined that the attempted crt-p had caused the oversensing. No patient complications have been reported as a result of this event.